Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. 0085, (B)(4); 1888tc/46, (B)(4). Review of quality records.

Event description:
It was reported that the device was removed when the patient developed an infection.